Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the and lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received, the investigation will be reopened.

Event description:
Subtrochanteric fracture occurred two weeks after femoral nail insertion. Revision surgery included addition of proximal screw.